Manufacturer narrative:
A partial lead was returned for analysis in one piece measuring 5.2 cm. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. The cause of death was unknown. No further information is available at this time. It was also reported that there was a possible drowning incident.